Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "pump stopped pumping and the screen flickered white " was not reproduced. There were no power issues or discrepancies observed when the device was tested. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The rear case will be replaced as a precautionary measure due to a small amount of corrosion found on two battery contact pins, even though it did not impact power to the pump. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump stopped pumping and the screen flickered white during patient infusion in the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.